Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implanted cardioverter defibrillator rf chip was not working. The issue was resolved by downloading cyber security. Patient was stable throughout event.